Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. Pre procedure a trivial effusion was noted and post procedure a larger effusion was confirmed via transesophageal echocardiography (tee). A pericardiocentesis was performed. The patient made rapid progress upon fluid removal during the procedure and is fully recovered.